Event description:
It was reported that the right ventricular lead sensing was inadequate. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed, and no anomalies were found. The defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.